Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: pharmacist reported a patient complaint about bd micro-fine ultra pro 4mm needles that get clogged (the patient is unable to purge). Note that this pharmacy sells many boxes of this reference, and that only this patient made this complaint. Additional information received via follow up: following the representative's visit to the pharmacy, we reviewed with the patient the proper use of needles. A priori he was not using them correctly and was doing his purging incorrectly. He no longer encountered any difficulties.